Event description:
A customer sent email to baxter corporate product surveillance to report a clearlink extension set in which a no flow occurred. According to the report, when a nurse attempted to connect an IV to the y-site closest to the patient, the port would not allow the medication, 9% of 1000ml, to flow. She tried to use the other y-site, but it would not flow either. Another extension set was used instead to proceed with the infusion. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was returned for evaluation. A visual inspection was performed and revealed no defects. Both y sites were visually inspected and revealed no defects. The sample was then attached at the female luer to an in-house (B)(4) secondary set which was spiked into an in-house 1000ml solution bag filled with reverse osmosis water. The sample was then re-primed, another (B)(4) secondary also spiked into an in-house 1000 ml solution bag was then attached to the top and then the bottom y site and checked for flow. Functional testing showed normal flow when priming and when attached to both y sites. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.